Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov2020044. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020044 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). The customer stated that their cassette did not produce a result. The customer appears to have performed the test correctly. 1t purchased at cvs.

Event description:
Invalid result(s). The customer stated that their cassette did not produce a result. The customer appears to have performed the test correctly. 1t purchased at cvs.

Manufacturer narrative:
Pending investigation from acon bio. Investigation will be conducted, and an investigation summary will be provided in a follow up MDR.